Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was defective. There was no patient injury. The site contact was not able to provide additional information regarding the incident. The device was returned with the knife blade exposed.